Event description:
A malfunction alarm was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After the incident, the customer successfully loaded a new cartridge with the help of technical support and resumed insulin therapy.